Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the left essure device was removed in 2 parts.") In a 32 year-old female patient who had essure inserted (lot no: 95862) for female sterilisation. The patient had a medical history of obesity, parity 5 and multi gravida. Previously administered products included: depo provera. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (diagnostic pelviscopy, laparoscopic removal of essure, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.895 kg/sqm. [Pathology test] on (B)(6) 2017: diagnosis. A. Left fallopian tube and essure device, salpingectomy: complete cross section of fallopian tube. B. Right fallopian tube and essure device, salpingectomy: complete cross sections of fallopian tube. Benign paratubal cyst. Clinical information multiparity; laparoscopic bilateral salpingectomy and essure removal. Organ or tissue left fallopian tube and essure device. Right fallopian tube and essure device. Gross description: left fallopian tube and essure device: received is a silver metal coil measuring 10.0 cm in length x 0.1 cm in diameter. The specimen is consistent with a fragmented left fallopian tube and a essure device. Right fallopian tube and essure device: received a silver metal coil measuring 10.0 cm in length x 0.1 cm in diameter. The specimen is consistent with a right fallopian tube and essure device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical device removal was updated to device embedded. Reporters, medical history, lab data, patient information, lot no., removal date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the left essure device was removed in 2 parts.") In a 32 year-old female patient who had essure inserted (lot no. 95862) for female sterilisation. The patient had a medical history of obesity, parity 5 and multi gravida. Previously administered products included: depo provera. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (diagnostic pelviscopy, laparoscopic removal of essure,bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.895 kg/sqm. [Pathology test] on (B)(6) 2017: diagnosis a. Left fallopian tube and essure device, salpingectomy: complete cross section of fallopian tube. B. Right fallopian tube and essure device, salpingectomy: complete cross sections of fallopian tube. Benign paratubal cyst. Clinical information multiparity; laparoscopic bilateral salpingectomy and essure removal. Organ or tissue left fallopian tube and essure device. Right fallopian tube and essure device. Gross description: left fallopian tube and essure device: received is a silver metal coil measuring 10.0 cm in length x < 0.1 cm in diameter. The specimen is consistent with a fragmented left fallopian tube and a essure device. Right fallopian tube and essure device: received a silver metal coil measuring 10.0 cm in length x < 0.1 cm in diameter. The specimen is consistent with a right fallopian tube and essure device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage. Lot number: a95862 manufacture date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.